Manufacturer narrative:
A specific root cause could not be identified. The patient sample was submitted for investigation. An interference was not identified in the sample.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable free triiodothyronine (ft3) results for one patient sample from a cobas e602 analyzer. The specific date of testing was not provided. The sample was submitted for investigation and was tested on a centaur analyzer, analytical e module (e170), and a cobas e411 analyzer. Refer to the attachment to the medwatch for all patient data. Information concerning if any result was reported outside of the laboratory was requested, but was not provided. No adverse event was reported. A specific root cause could not be determined. As insufficient sample material remained, no further investigation could be performed.